Manufacturer narrative:
(B)(6).

Event description:
Customer biomed reported a v60 ventilator that experienced an internal battery charge failure during corrective maintenance activities. The device was not in clinical use at the time, and no patient involvement, user harm, or injuries were reported. The issue resulted in the temporary unavailability of the device until corrective action could be completed. A remote service engineer (rse) assisted the customer in confirming the problem, and a review of the diagnostic report (drpt) verified the internal battery charge failure condition, noting that the battery charge indicator was flashing a "fail" status. Corrective maintenance actions were initiated to replace the failed internal battery, and the final disposition of the device remains pending until the replacement and associated service activities are completed.